Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother called animas on april 11 and reported that two weeks ago the audio bolus button fell off the pump. The mother reported that the patient was delivering bolus doses and received a message saying it cancelled due to button presses. The patient tried to confirm the message but pressing the keypad button would not allow her to confirm. She tried rebooting the pump and none of the buttons responded to confirm the verify screen. There was no reported patient impact associated with this complaint. This complaint is being reported because the keypad buttons reportedly would not activate pump functions when pressed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.